Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow-up and externalized conductors were observed via x-ray. All the electrical parameters were normal. The lead remains implanted and will be monitored. The patient was in good condition.